Manufacturer narrative:
The use of these parts in conjunction with non-smith& nephew femoral devices constitues an off label application.

Event description:
It was reported that revision surgery was performed. The devices were implanted in (B)(6) 2003.